Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and displayed an initial fill estimate of 180 units. During troubleshooting with tandem technical support, the customer loaded a new cartridge; however, received an additional inaccurate fill estimate. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.